Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming at 5 am. The power was lost and they could not get it to turn back on. The customer¿s blood glucose level was 87 mg/dl. Troubleshooting was performed. It was explained that the power loss alarm occurs if the battery is out of the device for more than 10 minutes. The device was not alarming at the time of the call. They were advised to monitor the device. Additionally, the customer reported that there was no serial number at the back of the device. The device will be returned for analysis.